Manufacturer narrative:
Integra has completed their internal investigation on june 11, 2015. Results: device history record reviewed for (B)(4) manufactured 01-29-2010 show no abnormalities relate to reported incident found. This device passed all required inspection points with no associated mrr's, variances or rework. This device was last serviced on 11-20-2013. A two year look back for this reported failure, for this product ID - shows that 18 complaints were received including this case. No new design or manufacturing trend has been identified. Conclusion: in summary, we are unable to confirm or verify the end users experience for the device was received within tolerance. General maintenance is required, as this device was manufactured in 2010 and last serviced in 2013.

Event description:
It was reported the device was not calibrating. There was no pt contact when the repair needs were found. The issue was found during cleaning and sterilization. The devices were being inspected after cleaning.

Manufacturer narrative:
The device involved in the reported incident has been returned. The device eval is in progress. The result of the device eval will be reported in a follow up MDR submission.